Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device was reaching elective replacement indicator (eri) sooner than expected. It was mentioned that they did not understand how there was that much charge time on the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The battery voltage is 2.67v. Total life accumulative charge time is 110.87 sec. Concomitant medical products: 407652 lead: implanted: (B)(6) 2012. A 419688 lead, implanted: (B)(6) 2012. (B)(4).